Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on 2014 due to primary gonarthrosis with advanced osteolysis, the patient experienced a distal femur fracture. This was addressed by revision surgery on (B)(6) 2023. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: it was reported that, after a total knee arthroplasty had been performed on (B)(6) 2014, due to primary gonarthrosis with advanced osteolysis, the patient experienced a distal femur fracture. This was addressed by revision surgery on (B)(6) 2023. Three devices were completely returned for investigation. A tc-plus prim femoral comp. Left 6 cem, a tc prim fixed tib comp tc left 6 cem. And a tc prim tibial insert tc cr stand 6/13. A visual evaluation of the devices was conducted, and it was concluded that all devices look slightly worn from 9 years in vivo, but the parts look undamaged in general. Slight signs of cancellous bone ingrowth are visible at the femoral and tibial component. Additionally, the anterior locking detail of the tibial insert is fractured and probably this fracture happened during device extraction in the revision surgery. All of the following information refers to the tc-plus prim femoral comp. Left 6 cem. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.24, ed. 03/21) states "fracture / limb fracture" as a ¿potential adverse device effect¿ resulting from a knee arthroplasty. Based on the information provided, the advanced osteolysis with noted radiological radiolucencies and fracture which resulted in revision were likely due to mechanical and biological factors as the patient was diagnosed with osteoporosis with pathological fracture after long-standing efc prosthesis; therefore, a component malperformance cannot be concluded. There is a likely route cause: the advanced osteolysis with noted radiological radiolucencies and fracture which resulted in the tka revision were likely due to mechanical and biological factors as the patient was diagnosed with osteoporosis with pathological fracture. The patient impact is determined to be the left distal femoral periprosthetic/supracondylar fracture with pronounced peri-implant lysis behind the femoral component and the revision procedure. A transient post-surgical restorative phase would be anticipated. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor these devices for similar issues. The returned devices will be retained.